Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer delivered a bolus which was too much for their needs causing a low. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer addressed the low bg by manually stopping insulin on the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.